Manufacturer narrative:
The insulin pump passed self test. The device was monitored for three days and no partial display, blank display, or missing segments noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. The rewind functioned properly during testing. The battery tube and battery cap were inspected and no anomaly was noted. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer had a partial display on their insulin pump. The customer stated the partial display occurred after the customer was unable to rewind their insulin pump. Customer's blood glucose 95 mg/dl. It was also found the customer had scratches on the face of the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)